Manufacturer narrative:
Siemens has initiated a technical investigation of the issue to identify the root cause. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens discovered during internal intuitive testing by the siemens development test center, that the patient marker workflow is silently changed to markerless workflow by default after upgrade from previous versions of syngo. Via rt image suite to software versions va40 to vb60, depending on the system the software is currently running on (e.g., computed tomography, syngo server, or magnetic resonance imaging systems). There was no patient involvement, and the issue was discovered internally at siemens. However, in a worst-case scenario, it cannot be excluded that the silent change to markerless workflow by default could result in radiation treatment dose application to an incorrect location if all other checks were to fail. Serious patient injury may occur as a result.

Manufacturer narrative:
Siemens has initiated a technical investigation of the issue to identify the root cause. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens discovered during internal intuitive testing by the siemens development test center, that the patient marker workflow is silently changed to markerless workflow by default after upgrade from previous versions of syngo. Via rt image suite to software versions va40 to vb60, depending on the system the software is currently running on (e.g., computed tomography, syngo server, or magnetic resonance imaging systems). There was no patient involvement, and the issue was discovered internally at siemens. However, in a worst-case scenario, it cannot be excluded that the silent change to markerless workflow by default could result in radiation treatment dose application to an incorrect location if all other checks were to fail. Serious patient injury may occur as a result.

Manufacturer narrative:
Siemens has completed the technical investigation of the reported event. The root cause of the issue is that the laser workflow type configuration is not retained after upgrade (patient marker workflow is silently changed to markerless workflow by default). After upgrade from vb50 or older versions to vb60, default settings changed from patient marker workflow to markerless workflow without notification of customers. This issue is resolved by a workaround. Customers need to check the patient marking settings in rtis configuration after upgrade and if they had the vb50 (or older) default setting marker workflow they might need to re-configure that again as default is now markerless. In the user manual (print no. C2-via-rt.621.04.02.02) on page 29 and 44 (chapter 2.6 "safety information and patient marking" and chapter 4 "patient marking") a general safety warning is already present. The user is always requested to perform a quality assurance after any change to the laser system or to the software itself. To alert potentially affected customers of this issue, siemens will distribute a csan (customer safety advisory notice) about this issues, potential risk, and workaround instructions. This customer letter will be distributed via ct004/22/s. This activity will be reported to the FDA as a separate field safety corrective action (ct004/22/s).